Manufacturer narrative:
Results: a sample was returned for evaluation. No defects were seen in the (B)(4) customer samples sent back. The photo showed sliced tubing. A review of the device history record revealed no irregularities during the manufacture of the reported lot #53523942. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to (B)(4).

Event description:
It was reported that the bd vacutainer® push button blood collection set, leaked from the tubing while taking blood sample. Collection was ceased and the safety device was activated. No injury or medical intervention reported.